Event description:
It was reported that during use with a (B)(6) year old female the autopulse resuscitation system (s/n (B)(4)) experienced short run times. Manual CPR was performed. No further info was provided and no adverse pat sequelae was reported. Note: autopulse platform s/n (B)(4), MFR report #3003793491-2013-00679. Nimh battery s/n unk, MFR report #3003793491-2013-00680. Nimh battery s/n unk, MFR report #3003793491-2013-00681.

Manufacturer narrative:
Note: two nimh batteries with unk lot numbers were reported by the customer as being associated with this event. It should be noted that three batteries with the following s/n were returned for evaluation; (B)(4). Archive data review showed that all three batteries were low in voltage during compressions. Therefore, the board ran for a few compressions then stopped and displayed "replace battery". Customer's reported problem was confirmed based on this archive data review. Functional testing of the board associated with this event (see MFR report #3003793491-2013-00679 for ap board evaluation results) could not confirm the customer's reported complaint. The platform ran with an in-house test battery for 10 minutes on a large resuscitation test fixture (lrtf) and for 35 minutes with a test manikin. No problems were found during compressions. The platform passed final testing. In summary the reported complaint was confirmed based on review of the archive data, however the failure could not be reproduced during functional testing. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.